Manufacturer narrative:
The insulin pump was received with critical pump error open book and pump error 53 was noted in alarm history due to moisture damage noted on the electronics assembly also, received with moisture damage noted on force sensor and motor. Unable to performed displacement, rewind, seating and basic occlusion due to critical pump error. The insulin pump had cracked keypad overlay at select button, cracked reservoir tube lip, scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. The customer did not return the product back for analysis.